Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred post lap sigmoid resection wherein a patient had a leak. Back when the surgery was being performed, the surgeon used a stapler for anastomosis because it is small and the rings are likewise small. The surgeon checked the staple line a few times and did a leak test but the patient had a leak anyway. The surgeon created a colostomy to address the problem. The patient is obese.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.